Manufacturer narrative:
Concomitant products: product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3998, lot # l58717, implanted: (B)(6) 2002, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
It was reported the patient had an electrode stuck in their spine. It was noted the lead was not removed because it was meshed into the bone. It was reported the lead could not be removed. It was noted the patient had pain in their lower back.